Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h6, h11. Corrected fields: d4. A getinge field service engineer (fse) was dispatched to evaluate the unit. The (fse) reported that they were able to confirm the issue. The fse replaced the helium regulator, helium tubing assemblies, helium reservoir, high pressure union, and console cover. The unit passed all functional and safety tests and was returned to customer.

Event description:
N/a.

Event description:
It was reported that during routine check, the cardiosave intra-aortic balloon pump (iabp) has a helium leak. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.